Event description:
Reporter indicated that his hp handheld computer does not hold charge for more than 8 hrs. If the handheld charges overnight the battery will be dead by the time a case starts the next day.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.